Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, d6a

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" and "seroma". Pathology report stated "interlobular stromal fibrosis. Chronic granulomatous inflammation with the presence of giant multinucleated foreign body type cells (cd30 negative)". Affected side is left. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, granuloma, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; seroma; "chronic granulomatous inflammation".

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" and "seroma". Pathology report stated "interlobular stromal fibrosis. Chronic granulomatous inflammation with the presence of giant multinucleated foreign body type cells (cd30 negative)". Affected side is left. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" and "seroma". Pathology report stated "interlobular stromal fibrosis. Chronic granulomatous inflammation with the presence of giant multinucleated foreign body type cells (cd30 negative)". Affected side is left. The device has been explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6.